Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system service disk was left in the a-drive and prevented the system from booting. The disk was removed and function was restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.